Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the bottom part of the insulin pump is cracked by the drive support cap and the drive support cap sticking out. Customer stated that insulin was squirt out even after letting go of the act button during prime. Blood glucose value was 312 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump was unable to prime during the prime/a33 and alarmed motor error during basic occlusion test due to detached end cap. The motor was tested outside of the device and passed. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.